Event description:
Information was received that per the clinical team, the patient was diagnosed with tachycardia that was unrelated to the vns and the device was disabled due to the tachycardia. No additional relevant information has been received to date.

Event description:
It was identified in the programming history database that the patients device was disabled. Information was received that the patients device was disabled due to tachycardia. No additional relevant information has been received to date.